Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that 34 years post implantation, the surgeon reached out to identify the implants in the patient. There are no plans for a revision at this time however the cup appears to have possibly broke or bent tabs which will require a future revision. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the acetabular cup tabs are deformed and one is fractured with a small inferior displaced metallic fragment likely within the joint space. Eccentric position of the femoral head within the cup due to polyethylene liner wear. No implant loosening or abnormal radiolucency. A definitive root cause cannot be determined. The complaint is confirmed based on the x-ray findings. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.